Event description:
Patient spouse reported "right side possible rupture, and exchange from a textured to smooth breast implant due to the patient¿s concern with the product." Device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture and concern for textured implant device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6.b, h6.

Event description:
The device has been explanted.

Event description:
Patient spouse reported "right side possible rupture, and exchange from a textured to smooth breast implant due to the patient¿s concern with the product." Healthcare professional later reported capsular contracture baker grade right iii and confirmed "textured to smooth due to the concerns of the product." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: crease fold is observed. Wear abrasion is observed. White calcification is observed.

Event description:
"Healthcare professional later reported capsular contracture baker grade right iii and confirmed "textured to smooth due to the concerns of the product."

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade right iii.